Event description:
Report received from the USA stating that the device was "leaking oil". The device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).